Manufacturer narrative:
Product analysis: the shaft was turned by hand using the head of the bur while viewing the drive mechanism [the bur tang]; the tang was not turning which indicated a broken shaft and would result in the reported event. The shaft was removed from the assembly for further analysis [it measured 5.69¿ from tip to break point]. The break point at the proximal end corresponds to the distal side of the tack weld on the tang. The configuration of the shaft break is consistent with shear [or bending] stress. The size of the portion that became detached is not likely to become an unretrieved device fragment. A similar reserve sample bur (part number tn30mcd) was previously installed into a handpiece; while ¿incrementally¿ inserting the bur, it was intentionally side loaded in all directions in an attempt to break the shaft during loading; the shaft did not break. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the product was used without problems at the first drilling. And when the product was attempted to be used on the second drilling, the tool bur came off. Patient was alive-no injury. Additional information received from rep stating that the event happened during nasal pituitary tumor removal. There was fragments detached from the device. But there were no fragments left in the patient. They have used a back up device to continue the procedure.